Event description:
Customer reported the panorama telepack would not communicate with the central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Service rep confirmed internal water damage and crack in the outer housing as the cause of the issue. Units were repaired and functional tested.